Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas, with confirmed blood glucose readings as low as 42¿44 mg/dl following earlier hyperglycemia up to 225 mg/dl and significant physical activity; the device had recently undergone a supply and site change and a meal announcement earlier in the day, and the device suspended insulin until glucose returned to range. Symptoms included facial flushing without loss of consciousness or other acute complications. Outcomes included transient low blood glucose resolved with oral carbohydrate intake and monitoring at home without medical intervention. Investigation included a review of device operation and user-reported history, including activity and recent hyperglycemia. Investigation of this case revealed that contributory factors could include overcorrection from prior hyperglycemia and increased physical activity, without evidence of device malfunction. It was concluded that the event was consistent with hypoglycemia with unclear cause and that the device functioned as designed, suspending insulin until glucose recovered. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.